Manufacturer narrative:
The navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, would not lock drill in place and had missing/damaged component with snap lock, prior to a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. All 4 plungers were missing from the snap lock. It appears that the snap lock was broken during sterile processing and then put back together in an attempt to fix it. It is likely that the drill was stuck due to lack of lubrication, and that the long attachment was hammered on, which lead to the breaking of the snap lock. The snap lock could not hold or engage a drill because it was put back together incorrectly and was missing some pieces entirely. The root cause of this issue was found to be user error. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to the instructions for use.

Event description:
It was reported that the snaplock appears to be missing a component/damaged. The drill would not lock into place, also the pin driver is missing at the distal component. The device had to be swapped out. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.